Manufacturer narrative:
Visual analysis of the returned device found the side car-rx torn at the proximal and distal end. Furthermore, the side car-rx presented pushback out of specification. The evaluation concluded that the condition of the returned device was consistent with the complaint incident that the device presented side car-rx pushback. The pushback and torn side car-rx could cause difficulty in tracking the device over the guidewire and into the papilla. Per event information, the issue was noticed during the procedure and while inside the patient. Therefore, the most probable root cause is "operational context."

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the basket was successfully introduced into the bile duct in order to capture the stone. However, after cannulation, the side-car rx was torn and pushed back about 1 cm from the distal tip which caused difficulty in reintroducing the basket. The device was removed and the procedure was completed using another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the basket was successfully introduced into the bile duct in order to capture the stone. However, after cannulation, the side-car rx was torn and pushed back about 1 cm from the distal tip which caused difficulty in reintroducing the basket. The device was removed and the procedure was completed using another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.